Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of belt sn 59071521 has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Monitor: 02/20/2015 belt: 02/04/2014

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was found unresponsive and alone by ems. Resuscitation efforts were attempted by ems. Review of the download data, indicates the patient received four shocks in response to oversensing of low amplitude cardiac signal and CPR artifact. The patient was in an idioventricular rhythm at 15 bpm with CPR artifact at the time of the first treatment shock at 08:21:45am. The patient's post shock rhythm for the first shock was asystole with CPR artifact. At 08:22:08am the patient received a second shock. The patient's rhythm at the time of the second shock was CPR artifact, and the post-shock rhythm was asystole with CPR artifact. At 08:22:30am the patient received a third treatment during a rhythm of an idioventricular rhythm at 20bpm with CPR artifact, the post-shock rhythm was CPR artifact. The patient received a fourth shock at 08:22:53. The patient's rhythm at the time of the fourth shock was asystole with CPR artifact. The patient's post -shock rhythm was also asystole and CPR artifact. The response buttons were not pressed during the event. The device detected a non-treatable rhythm at 08:23:11am. At 08:44:20am the lifevest detected asystole with CPR artifact and intermittent cardiac activity. At 8:44:32am the lifevest detected an arrythmia in an idioventricular rhythm at 10 bpm with CPR/motion artifact. At 08:45:27am, a non-treatable rhythm was detected. The device detected 6 asystoles from 08:45:32am to 08:48:08am while the patient's rhythm was an idioventricular rhythm at 10 bpm with CPR artifact. At 08:48:08am to 08:48:34am, the device detected arrythmia 2 times while the patient was in an idioventricular rhythm at 10 bpm with CPR artifact degrading to asystole. The electrode belt was disconnected at 08:48:38am on (B)(6) 2019. The patient passed away on (B)(6) 2019. There is no indication that a device malfunction caused or contributed to the patient's passing.